Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter could not be found on their smart device. Patient closed other applications running on their smart device. Uninstalled the g5 application, and rebooted their smart device. Patient was to update to the new software system available, re-install the g5 application and repair the g5 transmitter. No additional event or patient information is available.